Manufacturer narrative:
The device was received and inspected by accessclosure, inc. (A cardinal health company). Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle. The sealant was bunched up and protruding from the shuttle cartridge near the balloon's proximal bond. The advancer tube was found inside the shuttle cartridge and properly engaged to the proximal tamp lock. The shuttle cartridge moved freely on the catheter shaft during the investigation. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. The procedural sheath was not returned; therefore, a complete physical investigation could not be performed. Based on the provided information and the investigation performed, the probable cause for the failure to deploy could not be conclusively determined. The review of the lhr (f1522205) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the deployment failed. Manual pressure was held for 20 minutes.